Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was "having problems with their battery" and that they did not know what the problems were, but their hcp did know and was addressing the problem. Follow-up was conducted with the hcp. No patient complications/symptoms were reported.